Manufacturer narrative:
The removed portion of sparc mesh will not be returned to ams. The mesh can be evaluated at (B)(6) hospital. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that on (B)(6) 2012, the mesh was "surgically removed due to erosion."